Event description:
The customer reported that the device did not deliver a synchronized shock. There was no report of negative patient impact.

Manufacturer narrative:
(B)(4). The customer reported that the device did not deliver a synchronized shock. There was no report of negative patient impact. A philips field service engineer evaluated the device and the involved pads and could not reproduce the symptom. The device passed all standard testing before being returned to service. We cannot determine to root cause because the symptom could not be reproduced.